Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker it was discovered the device has a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
During routine preventative maintenance testing by stryker it was discovered the device has a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was a broken/damaged enclosure (assembly). The enclosure was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.